Event description:
It was reported that this was an arteriotomy closure of a left common femoral artery using a prostyle device after an interventional orbital atherectomy system procedure with a 6f sheath. Reportedly, deployment was successful; however, when retrieving the suture during device removal, the suture seemed to come out of the device, it was identified that the suture was frayed. The prostyle suture still worked as intended and the knot was successfully advanced. Hemostasis was achieved with the same prostyle suture. There were no adverse patient effects and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The device was not returned for analysis. Sterile devices from the same lot were analyzed. Two units were found with what appears to be small mechanical damage located on the rail suture that would lie just off the pretied knot when assembled and against the edge of the guide. Additionally, there was an unknown material attached. Fourier transform infrared spectroscopy (ftir) analysis determined the unknown material to hydrophilic coating. The mechanical damage doesn¿t seem to align with the reported information, ¿the suture seemed to come out of the device without the need to be cut¿. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported issue could not be determined. In this case, it is possible there was a suture snag during suture deployment or harvest; however, this cannot be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.